Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support (tts) and there was a blockage in the tubing. Reportedly, the customer is using ademlog insulin. Tts informed the customer that ademlog is off label per the tandem user guide. Customer changed the tubing and resumed insulin delivery. Customer blood glucose was 259 mg/dl.